Event description:
The lead was explanted due to a report of j retention wore fracture with protrusion thrwough the outer polyurethane insulation. Explant method: ni. Technique/tools: ni. Pt states her "lung collapsed during the procedure. The dr had trouble getting the lead out due to multiple fractures."MFR currently has no medical confirmation and are continuing to investigate this event.